Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strip. Most likely underlying root cause of malfunction: user's test strips had a poor storage. Manufacturer contacted customer with follow up phone call to ensure the new product replacement resolved the initial concern;customer informed is satisfied with the new meter blood glucose reading;customer did not seek medical attention.

Event description:
Customer complains of erratic results. Mother calling on behalf of her son complaining she ran a back-to-back blood test on him this morning and received very erratic results of 84 mg/dl and then immediately afterwards received a result of 103 mg/dl. Customer states that feels well and requires no medical attention. The customer's expected blood result is 60mg/dl-300mg/dl fasting. Verified the strips expire 11/20/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer is a non-diabetic but physician recently prescribed customer to test his glucose levels to determine if he is a diabetic or not, as his glucose levels have been fluctuating and customer has been feeling a bit more fatigue as of recent.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Customer complains of erratic results. Mother calling on behalf of her son complaining she ran a back-to-back blood test on him this morning and received very erratic results of 84 mg/dl and then immediately afterwards received a result of 103 mg/dl. Customer states that feels well and requires no medical attention. The customer's expected blood result is 60mg/dl-300mg/dl fasting. Verified the strips expire 11/20/2018. Customer confirms the strips have been stored in the kitchen and were first opened 2/29/2016. Reviewed meter memory: (B)(6). Memory concerns:103, 84. Customer is a non-diabetis but physician recently prescribed customer to test his glucose levels to determine if he is a diabetic or not, as his glucose levels have been fluctuating and customer has been feeling a bit more fatigue as of recent.